Manufacturer narrative:
Age, weight, ethnicity: information unknown not provided. If implanted, give date: not applicable. If explanted, give date: not applicable. Email address: unknown/not provided. Telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic was broken when they open the box. The haptic was damaged, the issue was observed prior the insertion, no patient contact, the product is not available for investigation. No other information was provided.